Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient has a history of revisions, with the most recent surgery occurring in (B)(6) 2017. The patient experienced a traumatic dislocation that resulted in the placement of a frame to prevent flexion and internal rotation. No other complications were noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a left hip revision approximately 1-year post implantation due to traumatic dislocation. During the procedure, the hip was easily reduced without further fractures noted on x-rays. A zimmer frame was implanted to prevent flexion and internal rotation without complications. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: cer bioloxd option hd 32mm. Item: 650-1056. Lot: 007000. G2: foreign ¿ canada. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.